Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: handle is broken off. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Our investigation has shown that the t-handle of the returned inserter is indeed broken off. Based on these findings we suppose that excessive use caused the malfunction of this device. In this relation we would like to mention page 20 of the technique guide where it is stated that just gentle blows should be applied onto the impaction surface of the inserter and that blows on the t-handle should be avoided. Further investigation showed conformity of the article in question to the company specification and no apparent fault of material or manufacturing was detected. Placeholder.